Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's friend stated patient had a pkr which was revised to a tkr approximately the same time as her (initial implant 2010, revision 2014). Patient's friend refused to disclose patients contact information as well as any other information pertaining to patients procedure without patient's consent. Patient's friend was advised to relay to the patient to contact stryker orthopaedics.